Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 750cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. On june 3, 2021, mentor became aware that the patient is scheduled for bilateral explantation and replacement with mentor gel devices on (B)(6) 2021.

Manufacturer narrative:
On july 7, 2021, mentor became aware of the following, and associated fields have been updated on this form: patient also experienced left side capsular contracture; baker grade unknown devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4).